Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (60-80 mg/dl). Customer reported the pump basal rate needs to be adjusted. Reportedly, customer has been sick which did not allow the customer to move as much. Tandem technical support guided the customer through adjusting the pump basal rate. Customer ate sugary food to address low bg levels.